Manufacturer narrative:
H4. Device MFR date is unknown. No information is available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the key stuck when device is turned on. The event occurred before infusion.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log review showed a keypad alarm. A 12-month service history review found no indication that the complaint was related to prior servicing of the device. Visual inspection and functional testing were performed, during which the event was reproduced by conducting a keypad test. The complainant¿s allegation was confirmed. The keypad was replaced, and the probable cause was identified as a defective keypad. The device passed all functional testing after repair.